Manufacturer narrative:
Age at time of the event and date of birth are estimated.

Event description:
According to the complaint, a customer sample from a baby was measured on an abl800 flex analyzer (serial number (B)(4)) with a result for bilirubin of 0 umol/l and 8 umol/l. Comparison results from another abl800 flex analyzer gave results of 137, 182 and 172 umol/l and on cobas 131 umol/l. Based on the series of measurements, the customer reports the results of 0 umol/l and 8 umol/l as false low.

Manufacturer narrative:
Data logs have been reviewed and from the investigation it has been possible to identify the root cause as being: the hbf (fetal hemoglobin) correction was disabled. In order to obtain correct results for neonatal samples, it is important that the customer uses the hbf correction, as it is stated in the operator's manual. If hbf is present, but the correction is not enabled, then the bilirubin result will be lowered. H1: neither death or serious injury have been reported. From the initial version of the existing event, malfunction was chosen as type of reportable event. However, as it is a matter of use error, no type of reportable event could be ticked off.